Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.1 inr and reference laboratory result was 2.9 inr. Patient treatment was based on the laboratory result. Patient's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# a2pwc008. Method: actual device evaluated (instrument). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends or CAPA identified. Result: no failure detected. Reported customer complaint was not confirmed through instrument evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.